Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been brought into the emergency room while being unresponsive. It was initially stated that the patient had morphine in the pump, though the second reporter had no idea what drug was in the pump. The healthcare provider (hcp) was unsure whether the symptoms were related to the pump and it was stated that the patient was on a number of oral medications as well. It was indicated that the hcp wanted the patient¿s pump turned off, so a local representative from the pump manufacturer was to be paged to get there and turn it off.